Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead's helix failed to extend. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but was not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examination of the helix mechanism found no anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix clogged with blood.